Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was placed across the tissue clamped down and would not fire; the jaws stuck and the device would not open. They were able to manually pull the device off the tissue, but some tearing and bleeding occurred. Another device and suture were used to complete the procedure. There was no adverse consequence to the pt reported.